Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. The issue was described as ¿(dark blue connector removed) and could not be separated¿. This occurred after use of the device for peritoneal dialysis therapy. The transfer set had been in use for 4-7 days and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection was performed using the naked eye and the dark blue female connector was observed separated from the light blue main body. Leak, clear passage, and clamp function testing was performed and no issues were observed. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.